Manufacturer narrative:
Product event summary: a photo and 4fc12 sheath with lot number 0012288806 were returned and analyzed. The photo showed two catheters being manipulated by hospital staff. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2 inches from the tip. Dissection of the returned device revealed a bent pull wire in the barrel of handle area. In conclusion, the sheath failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the large sheath was bent, the knob was slipping thread, and the deflection mechanism was not sensitive enough, which made it difficult to effectively block the right lower pulmonary vein. The sheath was re placed which resolved the issues. The operation was successfully completed. No patient complications have been reported as a result of this event.